Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 26.8 mmol/l (482 mg/dl) with ketone levels of 2 mmol/l while wearing the pod between 1 and 4 hours on the leg. The patient's blood glucose level remained elevated despite insulin administration using the pod. When the pod was removed, the patient's parent reported being unsure if the cannula was inserted properly into the infusion site, and the pod cannula was found bent. The patient was reported to have "diabetic ketoacidosis symptoms" including vomiting, however the patient was not reported to have developed diabetic ketoacidosis. The parent contacted the hospital registrar and the patient's elevated blood glucose level was managed at home with 8 unit of insulin injections and application of a new pod. The patient's blood glucose level was reported to return to normal within about three hours.

Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula, the cause of which could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.